Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Breakage of the metallic part of the cutter where the lead is inserted was reported. Two separate cutters from different boxes are involved, but the associated lot numbers are not known.